Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for cysc tina-quant cystatin c gen.2 (cysc) on a cobas 8000 c 502 module. The initial cysc result from the c502 module was 5.19 mg/l. This result was reported outside of the laboratory where the doctor complained the value was too high based on the patient¿s prior results. The customer repeated the sample on the c502 module and obtained a result of 5.48 mg/l. An aliquot of this sample was sent to an external laboratory using the siemens method and the result was 1.06 mg/l. The patient¿s creatinine and thyroid function were inconspicuous. Quality control results were acceptable. The last preventive maintenance by the field service engineer (fse) was on 11-jul-2017. There was no allegation that an adverse event occurred. The c502 module serial number was (B)(4).

Manufacturer narrative:
Two samples from the patient were submitted for investigation. Both samples were measured on a c 502 module at the investigation site. One sample was diluted to investigate the possibility of an interference. Further interference testing was performed by testing the sample for iga, igm, igg-t and kappa/lambda parameters on an integra 400 plus instrument. The customer's cysc were confirmed during the investigation with results of 5.72 mg/l and 5.86 mg/l. The diluted sample produced discrepant results to the undiluted sample: dilution factor 3: 2.71 mg/l dilution factor 5: 1.96 mg/l dilution factor 10: 1.34 mg/l the iga and igg-t results were within the normal range. The igm result was elevated at 4.45 g/l. The single results of kappa and lambda parameters were within the specified range. The kappa/lambda ratio of 2.89 is higher than the expected value. Due to the cysc results from the diluted sample along with the high igm result, there may be an igm interference. Based on the calibration and qc results, a general reagent issue can be excluded. A specific root cause was not identified.